Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for an unspecified procedure, the device didn't start although the user pressed the power button. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. The exact cause of the reported event could not be conclusively determined. However, based on the information that the device was manufactured 7 years and 10 months ago, omsc assumed that the reported event was caused by the defect of power supply board or video processing board due to aged deterioration. If significant additional information is received, this report will be supplemented.